Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log files, it was determined that the software had crashed. To resolve the problem, software was reinstalled and philips initiated a field safety corrective action for the software issue. After repair completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.